Event description:
Caller reported a pump malfunction identified as malfunction code 16, which was initially believed to have occurred without preceding events and was later confirmed to reoccur even after resetting the pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact on the customer¿s blood glucose level. To resolve the issue, customer technical support (cts) assisted the caller with resetting the pump, but as the malfunction recurred, cts arranged for a replacement pump. The customer, who is not canadian and has an out-of-warranty pump, was also provided with information for a backup insulin delivery method, mdi, and expressed interest in obtaining an out-of-warranty loaner pump. The caller was instructed to sign and complete a loaner pump agreement form for a replacement pump to be sent. Cts received the completed form but took no additional action.